Event description:
Boston scientific crm received information that this lead oversensed noise resulting in pacing inhibition. The patient had an underlying rhythm so there was no asystole. Attempts to recreate the noise were successful. A lead fracture was suspected but not confirmed. During the explant procedure the helix mechanism became stuck and would not retract.

Manufacturer narrative:
This lead was surgically capped and abandoned, it will not be returned for analysis and, as such, the root cause of the clinical observations cannot be confirmed.